Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen on 12-18-2021. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).